Manufacturer narrative:
The customer service center specialist (csc) checked instrument logs over the phone, and noticed that cuvette washing was not performed following error code 0550 incomplete cuvette wash. The csc recommended to perform maintenance procedure 6052 wash cuvettes and to replace water bath. No documented part replacement was reported, and no onsite troubleshooting was performed. A review of the analyzer¿s service history found no contributing factors on or around the date of the complaint and no subsequent tickets regarding discrepant patient results. A review of tracking and trending did not reveal any trends related to the customer¿s issue. The calculated erratic rates for the architect c4000, c8000, and c16000 were all below the upper control limit. Labeling was reviewed and found to be adequate. The architect operations manual addresses operational precautions and limitations and addresses troubleshooting of erratic sample results. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results generated on the architect c8000 processing module. The results provided were: sid (B)(6) initial sodium 192 mmol/l, repeated 142 mmol/l (normal range 136 to 144 mmol/l). No impact to patient management was reported.